Manufacturer narrative:
The reported run-on was not confirmed during functional testing by a manufacturer service technician as the device was not returned for evaluation. Based on a review of similar events, run-on may occur due to damaged components; however, this was not confirmed in this case.

Event description:
The manufacturer field service technician reported that the device was running on during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Product unavailable.

Event description:
The manufacturer field service technician reported that the device was running on during testing at the user facility. There were no adverse consequences related to this event.